Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j93117895, implanted: (B)(6) 1993, explanted: (B)(6) 1994. Product type: catheter. (B)(4).

Event description:
It was reported that after the pump was implanted, the patient went into convulsions ¿a few times¿, and was subsequently hospitalized. The patient noted that after the third time he went into convulsions, they figured out he had developed an allergic reaction to the morphine in the pump the patient noted the pump was removed approximately 6 months after it was implanted. The patient stated he was under the care of a pain management physician after that and it almost killed him. Additional information has been requested, but was not available as of the date of this report.